Manufacturer narrative:
(B)(4). The investigational analysis has been completed. The returned device was visually inspected upon receipt and it was found that the shaft was bent and wrinkled with white stress marks about 49cm from the distal of the tip dome. The shaft was also bent and wrinkled with broken braid wire exposed about 94.3 cm from distal of tip dome. Exposed broken braid wire was sharp. It is unknown how this condition was generated however it appears the damage could be related to external force on catheter shaft. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue. Due to the exposed components, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Per the event, the catheter was tested for eeprom and biosensor functionality and carto. The catheter failed during biosensor functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective actions have been opened to investigate the potential pcb issues/intermittency and the thermocool smart touch broken shaft issue.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the bwi failure analysis lab noted the returned catheter condition of the shaft had a sharp braid wire exposed. The physician originally reported incorrect pressure value during radiofrequency application. The smart touch unidirectional catheter was not in close proximity to another catheter. This catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system indicated to re-zero the catheter. The physician completed the procedure by using another catheter. There was no patient consequence. This issue was assessed as not reportable as the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The bwi failure analysis lab noted the returned catheter condition on july 30, 2015. The shaft was bent and wrinkled with white stress marks about 49cm. The shaft was also bent and wrinkled with a broken braid wire exposed about 94.3 cm from the distal of the tip dome. The exposed broken braid wire was sharp. The shaft bent and wrinkled with white stress marks about 49cm was assessed as not reportable as there was no exposed wires or braid. The catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The shaft bent and wrinkled with broken sharp braid wire exposed about 94.3 cm from distal of tip dome was assessed as reportable. The shaft was damaged leaving an exposed wire or braid. The catheter integrity is not maintained and internal components are exposed to the patient. The awareness date was reset to july 30, 2015.